Event description:
A caller called to report a delivery issue and due to not receiving the product, a medical event occurred. The customer initially reported on (B)(6) 2022 about a touch screen issue with the adc freestyle libre reader. A replacement device was ordered however, the customer received freestyle libre reader instead of freestyle libre 2 reader. As a result, a caller called back on (B)(6) 2022 to report that due to a delivery error, the freestyle libre reader did not alarm (freestyle libre reader does not have an alarm feature). The customer experienced became hypoglycemic with symptoms described as ¿loss of reasoning and patient begins crying, speech problems¿. The customer was unable to self-treat and received third-party treatment of coca-cola and no further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the freestyle libre reader was reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the freestyle libre reader was reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller called to report a delivery issue and due to not receiving the product, a medical event occurred. The customer initially reported on (B)(6) 2022 about a touch screen issue with the adc freestyle libre reader. A replacement device was ordered however, the customer received freestyle libre reader instead of freestyle libre 2 reader. As a result, a caller called back on (B)(6) 2022 to report that due to a delivery error, the freestyle libre reader did not alarm (freestyle libre reader does not have an alarm feature). The customer experienced became hypoglycemic with symptoms described as ¿loss of reasoning and patient begins crying, speech problems¿. The customer was unable to self-treat and received third-party treatment of coca-cola and no further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no issues were observed. Touchscreen test has been performed and touchscreen responded properly. More than ten consecutive 2016 events were observed to be logged within the reader logs. Secure-1 issue has been cloned to address the issue. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller called to report a delivery issue and due to not receiving the product, a medical event occurred. The customer initially reported on (B)(6) 2022 about a touch screen issue with the adc freestyle libre reader. A replacement device was ordered however, the customer received freestyle libre reader instead of freestyle libre 2 reader. As a result, a caller called back on (B)(6) 2022 to report that due to a delivery error, the freestyle libre reader did not alarm (freestyle libre reader does not have an alarm feature). The customer experienced became hypoglycemic with symptoms described as ¿loss of reasoning and patient begins crying, speech problems¿. The customer was unable to self-treat and received third-party treatment of coca-cola and no further information was provided. There was no report of death or permanent injury associated with this event.